Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device did not show ok, but had the service wrench, charge-pak, and attention icons in the readiness display. This was discovered during the weekly check of the device. The device could not be powered on. There was no patient use associated with the reported event.